Event description:
After the rv lead became dislodged, the physician noted that this device was unable to provide sensing or egms. The patient had a surgery post-implant and the physician believes that this device may have been compromised by the cautery during that procedure. This device was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to analysis, the corresponding quality documents for this device were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be within specification. The pacemaker was visually inspected, revealing scratches on the pacemaker housing. These were considered to be normal and expected. No further deviations were noted. Subsequently, the pacemaker was subjected to an electrical analysis. An initial interrogation of the pacemaker was properly feasible revealing the battery status bol. The pacemaker operated as expected during the device interrogation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A sensing test was performed. The pacemaker sensed the attached heart signals free of noise, proving the sensing function of the device to be fully functional. There was no indication of a device malfunction. In summary, the pacemaker is fully functional. The analysis did not reveal any sign of a material or manufacturing problem.